Manufacturer narrative:
The reported events of oversensing noise and pacing problem were confirmed. A complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark which is consistent with friction to can. The cause of oversensing noise and pacing problem were due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that lots of atrial lead noise with false auto mode switching was observed on the right atrial (ra) lead. The ra lead was explanted and replaced without any complications. The patient was stable.